Manufacturer narrative:
Tw ID(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring sheath broke. The c-ring was inside the leg when this happened. No components of the device fell into the patient. A second evh kit was opened and case was completed without further incident. Minimal procedure delay due to incident. No harm was caused to the patient. Photos were provided by the complainant, the c-ring is observed to have evidence of blood and the c-ring appears to be cut in half but no detachments observed.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 01/15/2024. Photographs were provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed. The c-ring was observed to be transected down the center of the c-ring. The c-ring was observed to be partially retracted inside the cannula. No other visual defects were observed. An investigation was conducted on 01/18/2024. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. Signs of clinical use and evidence of blood was observed. The harvesting device was returned inside the cannula. A mechanical evaluation was conducted. The harvesting device was removed from the cannula with no physical or visual difficulties observed. The clear silicone insulation on the tip of the cold was observed to be peeled and detached, exposing the metal tips of the cold jaw. The detached silicone insulation was not returned for evaluation. The heater wire was observed to be flexed and bent away from the hot jaw from the base of the hot jaw, with detachment at the tip of the hot jaw. The shaft of the harvesting device was observed to be bent forward slightly. The black shaft closest to the base of the jaws was observed to be melted. No other visual defects were observed on the harvesting device. No electrical testing was conducted due to the condition of the heater wire as well as the shaft. The cannula handle was observed to be intact with no visual defects observed. The c-ring was observed to be cut in half longitudinally with signs of melting near the flanking curved areas. The scope wash tubing and retention rib remained attached to the cannula. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. There were no other visual defects observed. Based on the returned condition of the device as well as the photographic evaluation and evaluation results, the reported failure "break; c-ring" was confirmed as well as the analyzed failures 'material twisted/ bent wire" , "material twisted/ bent shaft", "peeled; delaminated; jaw" and "melted; shaft" were observed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000350117 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.